Event description:
It was reported that the pt was hospitalized, due to pain at the generator incision site on the chest. The pt was recently implanted, and no changes have been made to her programmed settings. The physician plans on monitoring the pt for now, and there are no plans to take any interventions. Info in the complaint form indicated that device diagnostics were performed in 2009, however, the complete results were not recorded. Good faith attempts to obtain additional info from the treating physician have been unsuccessful to date.